Event description:
It was reported patient underwent a revision procedure approximately seven months post implantation due to pain and disassociation of the glenosphere from the baseplate of their left shoulder. A new augmented baseplate, glenosphere/tray/poly were implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 633840. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 633840. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately seven months post implantation due to pain and disassociation of the glenosphere from the baseplate of their left shoulder. A new augmented baseplate, glenosphere/tray/poly were implanted. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial MFR report was forwarded in error and should be voided. The disassociation reported does not involve the reported implant, item#: 110030777, cr 40mm glenosphere +3mm cocr; lot#: 64328699.